Event description:
Initial report: this medically important spontaneous case from (6)(6) was reported by consumer (from a physician's office) on (6)(6) 2010 ((6)(6)). The reporter states that this physician maintains a blog online for both united states and international patients and learned of a female patient in (6)(6) reporting "lumps and bumps" on her face after being treated with poly-l-lactic acid. No additional treatment details were provided. Relevant medical history and concomitant medication information were not mentioned. Action taken/corrective treatment/outcome - unknown.